Event description:
Footpedal worked intermittently during use and sometimes when surgeon took foot off the machine continued to aspirate. No pt injury. Surgery was delayed. Could not use the machine to take the tumor out with the sonastar, so they had to do it manually; bipolar. This manual process added approx 20-30 minutes to the procedure.

Manufacturer narrative:
Device will be forwarded to MFR for eval.